Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient fell and dislodged the left ventricular (lv) lead. There was also no capture noted in any vector. After the fall, a capsule was popped around the patient's device. It was bothersome and the patient twiddled where both the right atrial (ra) and right ventricular (rv) leads had pulled back. The physician attempted to reposition the lv lead but was unable to advance the wire all the way down, so a new lv lead was placed. This lv lead was explanted. No additional adverse patient effects were reported.